Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had entered safety mode. Technical services (ts) was consulted and recommended device replacement. The ICD was explanted and successfully replaced. The product has returned to boston scientific. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. A series of automated diagnostic testing that verified the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. The cause of the exhibited behavior could not be established.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had entered safety mode. Technical services (ts) was consulted and recommended device replacement. The ICD was explanted and successfully replaced. The product is expected to return. No additional adverse patient effects were reported.